Event description:
Device did not reach a patient. A dark brown spot was noted on the internal chamber of the ICU medical primary plum set clave port clave site, secure lock, 103 inch tubing set. Lot number 14600558.